Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable / gong alarms) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging internal wires. The cause of the gong alarms is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report that a cable was damaged on a patient's electrode belt and the device was producing gong alarms.